Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pain") in a (B)(6) female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient started essure. On (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst") with abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysterectomy on (B)(6) 2016, removal of cervix, uterus and both fallopian tubes). Essure was withdrawn. At the time of the report, the pelvic pain and ovarian cyst had not resolved. The reporter provided no causality assessment for pelvic pain and ovarian cyst with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2016: computerised tomogram result was ovarian cyst. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). Approx. 3 years after insertion the patient underwent total hysterectomy and bilateral salpingectomy. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). After the intervention pain recurred and an ovarian cyst was diagnosed (unrelated). The case was classified as incident because of intervention with device removal. A product technical analysis and follow-up information are awaited.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 22-feb-2017: essure device removal questionnaire received. Company causality comment: this spontaneous physician report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain (interpreted as pelvic pain). Approximately 3 years after insertion the patient underwent total hysterectomy and bilateral salpingectomy. Pelvic pain, serious due to medical significance, is anticipated in the reference safety information of essure. As pelvic pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). After the intervention pain recurred and an ovarian cyst was diagnosed (unrelated). The case was classified as incident because of intervention with device removal. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible.